Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: on the event date. ID: at home. Inratio: 5.2. Lab: 3.4. Date: on the same day. ID: at doctor's office. Inratio: 3.1. Lab: 3.4. The caller also repeated the test and test results are as follows: on the same day: 5. On the same day: 3. On the same day: 5.2. On the same day: 3.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date on the event date: ID: at home. Inratio: 5.2. Lab: 3.4. Mean: 4.3. Confident limits: 2.5-6.5. Date: on the same day: ID: at doctor's office. Inratio: 3.1. Lab: 3.4. Mean: 3.25. Confident limits: 1.9-4.6. The mean of inratio and lab are within the confident limit as per internal procedure rev.2. Product will not be investigated. The caller also repeated the test in two different hemosense meters. The results are as follows: on the same day: 5. On the same day: 3. On the same day: 5.2. On the same day: 3.1. Average 4.08. Stdev: 1.19. %cv: 29.13. The acceptance criterion as per internal procedure, rev. 2 for imprecision is a %cv of 20 or less. The %cv is greater than 20% criterion is not met. Product will be investigated.